Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the balloon catheter was stuck on the wire. The location of the re stenosed lesion is unknown. Upon attempting to withdraw the guide wire, significant resistance was noted. The flextome monorail cutting balloon was stuck on the guide wire. The flextome monorail cutting balloon and guide wire were removed as a unit without incident. No patient injuries or complications were reported. The patient's status was reported as "fine".

Manufacturer narrative:
(B)(4).